Event description:
Wire broke off during embolization procedure and was retrieved. During the procedure, it was realized that the hybrid wire had fractured and migrated into the left posterior cerebral artery. The guidewire was removed in its entirety, hemostasis achieved. FDA safety report ID # (B)(4).